Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2023, in order to convert the patient to a transcutaneous osia implant system due to skin complications. During the procedure, the osia implant was placed on the internal fixture. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection, cellulitis, purulent discharge and wound dehiscence at the abutment site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The patient was also treated with steroids and silver nitrate (specific date not reported), however, the issue did not resolve. On (B)(6), 2023, the patient underwent a skin revision surgery in order to remove the excess skin and during this procedure, the abutment was removed. Following this procedure, the patient was prescribed with antibiotics (type not reported) for a duration of 10 days.